Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 5067220. Product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 21644253. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 21584987. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5072124.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed due to inadequate pain relief. There were no reported patient complications postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during a data log analysis and visual and functional testing. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 5067220. Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 21644253. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 21584987. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5072124.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed due to inadequate pain relief. There were no reported patient complications postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.